Event description:
The customer ran blood glucose tests on 2 contour meters and received readings of 33 and 134mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were expected to be returned for evaluation. Replacement test strips were sent to the customer